Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe. The syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter: crack at the base of the syringe, inability to draw up the contents of a vial, air seeping in instead.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 309110 and lot number 2201239. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the reported defect was observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damaged syringes observed. Although an exact cause cannot be confirmed, it is possible that this incident resulted from a blockage in the barrel feeding process. This blockage produced a damaged syringe, which went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the syringe was cracked. There was no report of patient impact. The following information was provided by the initial reporter: crack at the base of the syringe, inability to draw up the contents of a vial, air seeping in instead.